Event description:
A patient was scheduled for port-a-cath removal. Following removal, a visual inspection by the surgeon revealed a crack in the distal 1/3 of the catheter.manufacturer response (as per reporter) for port-a-cath, power portit is possible that the side of the cath was hit when attempting to use it.

Event description:
A patient was scheduled for port-a-cath removal. Following removal, a visual inspection by the surgeon revealed a crack in the distal 1/3 of the catheter.manufacturer response (as per reporter) for port-a-cath, power portit is possible that the side of the cath was hit when attempting to use it.